Manufacturer narrative:
The client reported the product malfunction on softbank ii version 23.2.0.4 with softscape gui version 1.2.0.15. Affected products include any version of softbank ii using softscape gui versions: 1.2.0.0 - 1.2.0.15 and 1.3.0.4 - 1.3.0.5. Method: inspected source code of program.

Event description:
When in order entry or modify window, in the unlikely event that a user clicks on the grid header instead of directly clicking on the cell they want to activate, there is no validation performed on the fields. This could cause required fields or defaults not to display or be saved on the order. If this takes place and the crossmatch test is absent from the red blood cell product order, the pt could be transfused with blood that has not had compatibility testing performed if the user does not notice the inappropriate crossmatch test status on the transfusion slip or crossmatch label. No adverse pt event is associated with this issue.